Manufacturer narrative:
G4:08apr2021 b4:(B)(6)2021 the device was reported to have been in testing while being set-up for use, there was no delay in therapy and no patient harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel to resolve the reported issue. The device passed performance verification tests. Parts were not received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The front bezel was returned to failure investigation for analysis. A visual inspection revealed no evidence of damage or contamination as received. The part was tested, and all tests passed. There were no functional failures identified; the customer's reported issue could not be duplicated.

Manufacturer narrative:
G4: 24feb2021 b4: (B)(6)2021 correction to product problem from adverse event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.